Event description:
Suture fraying: customer reports suture fraying. There are no reported adverse consequence to the patient related to this incident. Note: outcome to patient does not denote adverse event. MDR regulation of 07/31/9 requires reporting of incident once medical device family initially reported assuming incident could recur.

Manufacturer narrative:
No lot number ID was provided with the inquiry. Accordingly, no batch record review could be conducted. No conclusion can be drawn.